Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed. One 8fr navarre drainage catheter was returned for investigation. The catheter was received with a broken flexible stylet. The stylet broke at the distal end of the white hub. The distal flexible stylet segment was 48.3cm in length. A microscopic examination of the fractured ends of the stylet revealed jagged edges. The complaint sample was forwarded to the manufacturing facility for further review. A review of the manufacturing records showed no potential contributing factors to the stylet damage. The product IFU cautions, ¿do not use excessive force when inserting stiffening cannula to straighten catheter (pigtail). Catheter tip may be straightened manually to aid in insertion of stiffening cannula.¿ a lot history review (lhr) of gfaz1408 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that while preparing for the ptc procedure, the nurse found the plastic stylet was broken. The device was not used. The nurse opened a new pack to complete the procedure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfaz1408 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that while preparing for the ptc procedure, the nurse found the plastic stylet was broken. The device was not used. The nurse opened a new pack to complete the procedure.